Event description:
It was reported the ultrasonic bronchofibervideoscope had a grainy image. The issue occurred during a therapeutic endobronchial ultrasound (ebus) procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.